Manufacturer narrative:
(B)(4). Manufacture date: december 10, 2013 ¿december 11, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection showed a white particle measuring 2.52 mm in size floating in the fluid of the bladder. Fourier transform infrared spectroscopy determined the particle to be acrylic material. The reported problem was verified. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a folfusor had particulate matter in the balloon. This malfunction was identified during the filling of the device. There was no patient involvement. Additional information was requested and is not available.